Manufacturer narrative:
Investigation: the following allegations have been investigated: mesenteric perforation, dyspnea, meningioma. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding mesenteric perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported dyspnea and meningioma are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to venous thrombosis (vt)/pulmonary embolism (pe). Patient is alleging device tilt and mesenteric (organ) perforation. Patient notes and additionally alleges experiencing "shortness of breath, men-nengeoma [sic]", per the (B)(6) 2018 CT abdomen without contrast: "there is an inferior vena cava filter in place within the infrarenal ivc. The retrieval hook of the filter is at the level of the right renal vein. The filter is tilted approximately 10.6 degrees anteriorly with the retrievable cook portion of the filter opposed to the anterior wall of the vena cava. The hook does not extend beyond the wall of the vena cava. The right lateral strut projects 3 mm beyond the wall of the cava and the posterior strut projects 2mm beyond the wall of the cava there is no evidence of perforation n of the adjacent structures.. There is no evidence of strut fracture or deformity. No evidence of vena cava stenosis. Inferior vena cava filter is noted to be angled towards the right on today's study and at the time of initial deployment this was minimally angled towards the patient's left".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook günther tulip filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - tilt, vc perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that [pt] on or about (B)(6) 2016, [pt] was implanted with a cook günther tulip® vena cava filter. It is alleged that on or about (B)(6) 2018, [pt] underwent a CT examination to evaluate the state of [pt's] inferior vena cava filter. It was found that the cook günther tulip® vena cava filter within [pt] was tilted and the struts of the cook günther tulip® vena cava filter had perforated the wall of the cava. Patient outcome: it is alleged that [pt] is at risk for future cook filter fractures, migrations, perforations and tilting. [Pt] faces numerous health risks, including the risk of death. For the rest of [pt's] life, she will require on-going medical monitoring and use of anti-coagulants. Hospital and medical records have been requested but not yet provided.